Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that an (B)(6) year old male patient had a rash under the electrode on his left side. The patient's physician prescribed a cream for the rash. Follow-up indicated that the rash was improving.